Event description:
It was reported that during a transfer from bed to wheelchair, that a patient slipped through the bottom of the sling. No injuries were sustained.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.